Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument was fired to expose the first clip. The 2nd clip, firing to secure the clip, the clip came out diagonally and the surgeon tried until the 4th clip and all came out diagonally so the product was returned. There was no consequence to the pt.